Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming "system fault" and rebooting unexpectedly was confirmed. Ventec opened the device to perform an internal inspection and observed that the cough assist valve's rubber poppet ring was cracked around its sealing edges, causing the poppet to jam whenever the cough assist valve would throw. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's rubber poppet ring was cracked.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device alarmed for "system fault" and rebooted unexpectedly. There was no patient involvement associated with the reported event.